Manufacturer narrative:
Batch review performed on 23 march 2026. Gmk-spherika 02.12. Ka12l gmk spherika femoral component s2+l cemented (k211004) lot 2433428: 30 items manufactured and released on 03-feb-2025. Expiration date: 14-jan-2030. No anomalies found related to the problem. To date, 23 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12. E0211fl gmk-sphere tibial insert e-cross - flex 2l - 11mm (k202022) lot 2434059: 60 items manufactured and released on 20-jan-2025. Expiration date: 06-jan-2030. No anomalies found related to the problem. To date, 37 items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.07.1202l tibial tray fix cemented s.2l (k090988) lot 2506137: 56 items manufactured and released on 30-jun-2025. Expiration date: 10-jun-2030. No anomalies found related to the problem. To date, 52 items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 4 months from the primary,the patient came in due to signs of infection and the cause is unknown. The surgeon performed a washout and revised the femoral component, insert, and tibial tray to antibiotic spacers. The surgery was completed successfully.